Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the log files would not display on the system monitor when the patient was connected to the power module for routine clinic visit. The site exchanged patient cable, power module, and system monitor, but the problem persisted. The site then exchanged the patient's system controller as it was believed there was an issue with the white power lead. The patient's new system controller was successfully able to communicate with the system monitor.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of the heartmate iii system controller not being able to communicate with the system monitor was confirmed via product testing. The heartmate iii system controller (B)(6) was returned for analysis and a log file was submitted for review spanning approximately 6 days (05jan2021 ¿ 06jan2021, 12jan2021, 22jan2021, 01jan2020, 22nov2020). Events occurring on 12jan2021, 22jan2021, 01jan2020, and 22nov2020 are from product testing at abbott, and the events occurring on 22nov2020 and 01jan2020 are from the clock on the system controller not being set. There were no notable alarms in the log file related to the reported event. Pump operation was not affected. Upon powering the system controller, an intermittent connection to the system monitor display was observed, confirming the reported event of the system controller not being able to communicate with the system monitor. The original power cables of the system controller were swapped with a replacement power cable. The system controller was able to work as intended after the replacement power cables were connected. The system controller was able to operate on a mock loop and was able to function as intended. The original power cables of the system controller were stripped, and it was observed that the orange wire of the white power cable was damaged. This wire is responsible for communications between the system monitor and the controller. The root cause of the reported event was determined to be from damage to an internal wire of the white power cable. The root cause of the damage to the power cable wire was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications prior to being shipped on 24jul2017. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms and also contain a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.